Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was successfully calibrated, and it was placed, but the recorder ¿died¿ 30 minutes into the procedure. Technical support had the customer reset the recorder, but it would not respond. Technical support had the customer pressed all buttons, but the recorder was still not responding. The customer confirmed that the recorder was fully charged before the study began. Technical support had the customer plug in the charger, and red light emitting diode (led) light came on. Technical support had the customer reset the recorder while plugged in and the red led light turned off. They were unable to proceed with the procedure and the patient was rescheduled. The customer stated that recorder worked correctly during the previous procedure. There was no patient and user harm.